Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece, measuring 45.2 cm. Electrical testing found internal shorts due to procedural damages. Visual inspection found an external insulation abrasion breaching the outer insulation at 40.5 to 41.5 cm from the distal tip, which is consistent with friction to the device can. The reported event of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead was oversensing noise resulting in the device incorrectly binning multiple episodes as high ventricular rates. There was no change in pacing function due to the noise. The lead was explanted and replaced, and the patient was asymptomatic and in stable condition throughout.